Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was treated with an unspecified anti-inflammatory drug (intraperitoneal, dose, duration and frequency were not reported) for peritonitis. At the time of this report, the patient has recovered after receiving treatment for about 10 days. Action taken with pd therapy was not reported. No additional information is available.